Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information reported that the patient had the system explanted around 2013-(B)(6). It was thought that a computed tomography (CT) scan showed the leads had perforated the patient¿s stomach. The patient was currently ¿okay¿ with no plans to re-implant at this time.

Event description:
It was reported that the patient was not sure if the device was working properly or not. The patient had been throwing up food. The symptoms had been on and off for three or four months. It was later reported that the patient started getting pain three to four months prior to the date of this report and she thought the implant was moving. The primary care physician thought it ¿looked like it was moving too.¿ the patient¿s managing doctor ordered a catscan but it was never followed through. The patient got her colorectal surgeon and they gathered from the scan that the leads had moved. The patient went to get endoscope and it was found that the two leads had perforated into the patient¿s stomach. The patient had been trying to reach out to her managing doctor but she was not getting any response. The patient could minimize her pain if she held the device in place in a certain position. The patient was getting some therapeutic benefit still but the device was at a high setting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Product ID: 435135, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the implantable neurostimulator revealed that it was functionally okay albeit having insignificant anomalies. Analysis of both leads found there to be cuts in the out insulation of the body, but this was due to explant damage. The leads had no significant anomaly.

Event description:
The patient had experienced abdominal pain and it was confirmed that the leads had eroded into the stomach.